Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous elevated blood glucose (bg) levels (value not provided), headaches, and a diabetic coma. Subsequently, customer was hospitalized. The customer alleged that the pump was not delivering insulin properly; however, this could not be confirmed, as although requested by tandem technical support, the customer was unable to provide additional information. Reportedly, customer reverted to manual injections for insulin therapy.